Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant." Device requested, not yet received.

Event description:
During an ankle syndesmosis procedure, two separate sutures fractured while being pulled through the patient's bone tunnel. No fractured pieces remained in the patient. Another device was used to complete the procedure with minimal delay.

Manufacturer narrative:
This report is being amended to reflect corrections and additional information. Date received by MFR and report date in initial report should read: jun 27, 2016. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. The white pull strands holding the straight guide needle to the ziptight device is the part that fractured which was seen during inspection. The complaint states that the surgeon did not have any 3.5mm drills on hand which he normally uses, so he used a smaller 3.2mm drill bit that is provided in the kit. This smaller tunnel in the bone was most likely a contributing factor to failure as the surgeon is used to a 3.5mm tunnel. The products most likely failed due to a combination of the surgeon¿s preference for a 3.5mm tunnel and tensile overload while passing the devices through the bone tunnel. However, it is impossible to determine the exact root cause as the complaint states the correct surgical technique was followed.